Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected, biological liquid was found in the drip chamber and the collection bag. The filter in the drip chamber was visually inspected; biological liquid has come into contact with the filter. This liquid was siphoned off with a syringe. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. A 20ml of purified water was flowed into the drip chamber. The system stopcock was then closed, the drip chamber stopcock was opened; the purified water did not flowed into the collection bag. Review of the history device records was not possible as the lot number given is not a codman lot number. The root cause of the problem reported is probably due to biological liquid coming into contact with the filter in the drip chamber and blocking the tubing, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
In the ventriculostomy set liquor was bloody, stayed in to the drip chamber and didn't go to the collection bag. About 10ml drove to the collection bag and 50ml stayed to the drip chamber.